Manufacturer narrative:
(B)(4).

Event description:
Lead revision was performed due to oversensing. No inappropriate therapy was delivered and no damage was seen on the lead during x-ray. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Evaluation summary: upon analysis, the field report of over-sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found all damages were consistent with that occurring at time of explant.